Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator alarmed vent inoperable, motor fault, and transducer fault. The events log recorded an entry of transducer fault. There was no patient involvement.

Manufacturer narrative:
Vyaire failure analysis lab technician was able to verify the customer's reported issue. The combination of transducer faults at power-up with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks.